Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4 . Reference MFR. Report#:1627487-2017-04217. Reference MFR. Report#:3006705815-2017-00973. Reference MFR. Report#:1627487-2017-04218. The patient has 2 anchors (same lot) implanted as part of her scs system. It was reported the patient had an infection at the ipg and lead incision sites. In turn, the patient underwent surgical intervention wherein the entire scs system was removed. The patient was placed on IV antibiotics. Additional information revealed the patient's infection has cleared and the reported issue is resolved.